Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2014 due to a right middle cerebral artery stroke thought to be secondary to lvad thrombosis. A heparin infusion was initiated. Serial head CT scans remained without change and were negative for hemorrhagic conversion. An electroencephalogram was performed without evidence of seizure activity. The patient had a minimal cough/gag reflex, was not moving his left side, and was unresponsive to verbal and tactile stimuli. The patient's wife elected to make him a do not resuscitate/do not intubate status. Over night, the patient's urine became dark amber and his respiratory rate was in the 40s per minute. On (B)(6) 2015 the patient had a run of ventricular tachycardia and was pulseless without spontaneous respiratory effort or heart sounds besides the lvad pump. The patient expired on (B)(6) 2014. An autopsy was declined by the patient¿s family.

Manufacturer narrative:
(B)(4). A correlation between the pump and the reported event could not be determined through this evaluation as the pump was not returned to the manufacturer for evaluation and an autopsy was not performed. The instructions for use lists device thrombosis, stroke and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. H3 other text : placeholder